Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0892d, expiration date and frequency unspecified). After an unspecified duration, the metal cutter piece of the floss was separated and was attached to the broken piece of the plastic assembly insert. The consumer stated that this was the third time in the last year and a half, that the consumer had the packaging issue and it was a pain to keep using a pair of scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. A review of the complaint data revealed no adverse trends and no trend involving lot number 0892d. A review of the history of changes, retain sample evaluation and device history records did not indicate reach johnson and johnson floss, mint waxed failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Complaints trends would continue to be monitored. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.